Event description:
It was reported that pump screen remained dark and pump would not turn on, and caller stated that button was extremely difficult to press and required multiple presses to light the screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt multiple button presses, agreed to allow pump battery to fully deplete, and planned to use multiple daily injections as backup therapy, while technical support arranged shipment of replacement pump, instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement, and requested return of problematic pump using provided label within 10 days.